Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to a possible difference in perception of the device handling and reprocessing procedures between olympus recommendations and the user facility and since the device was not returned for evaluation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use in: â¿¿oer-6; â¿¿3.11 inspecting the disinfectant solutionâ¿¿s concentration level.â¿¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The scope was reprocessed with one of the following endoscope reprocessors: oer-6 s/n: (B)(6). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that the ultrasound gastrovideoscope was incorrectly reprocessed. The scope was processed with an endoscope reprocessor that did not have concentration checks conducted after every use. The customer did not discharge wastewater into the drainage, but neutralized it prior to disposing of it. There were no reports of patient harm.